Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an internal fixation with the nail. The surgery was completed successfully with no delay. After the surgery, a postoperative infection was treated with clap. The infection subsided and the bone subsequently healed. One year after surgery, the patient requested removal of the nail, but due to the history of infection and the possibility of re-fracture, this was postponed. On (B)(6) 2026, one and a half years after surgery, the bone had healed well, so removal was allowed. Following the procedure manual, the end cap was removed, the extraction instrument was attached, and the interlocking screw was removed. The surgeon tried to remove the nail with a slide hammer, but it would not come out at all. Because there was a possibility that the nail might have gotten caught in the fenestration, careful bone removal was performed, and the surgeon tried to remove again, but it would not move at all. Due to the risk of fracture during removal, the surgeon decided to abandon the attempt. Only the nail remained inside the body. The surgery was completed successfully within sixty minutes of delay. The surgeon commented that he have never experienced a transtibial nail being unable to be removed before. In this case, the patient was in their twenties. The surgeon think he developed a postoperative infection, and after the infection subsided, callus formation was quite good, and the bone and nail were integrated. A CT scan showed that there was no gap between the nail and the bone at the stenotic area.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot. A manufacturing record evaluation was performed for the finished device. Product code: 04.043.325s. Lot number: 550p676. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 03 feb 2022. Manufacturing site: jabil bettlach. Expiry date: 01 dec 2031. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.